Event description:
The catheter separated from the system while it was inside the endotracheal tube. The catheter was retrieved without incident. Ballard medical has no first hand knowledge of the allegations but is relaying info received from outside sources pursuant to federal regulations.